Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit was used for a distal ulnar fracture case. The drill bit broke when removing it from the patient¿s bone after drilling with double drill guide. In addition, the second drill bit interfered with the slit part of the locking compression plate drill sleeve and broke during its removal after drilling. Due to the incident, the operation was extended for thirty minutes. There was no broken piece left in the patient body; no patient harm was reported. This is report 3 of 4 for (B)(4).